Event description:
It was reported that the patient complained of recent extraneous stimulation in their chest. The right ventricular (rv) lead and the right atrial (ra) lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).